Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unk reasons. Valve was replaced by a competitor valve. Info learned from implant pt registry (who received a call from pt's daughter).

Manufacturer narrative:
Device not returned.